Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ophthalmic surgeon observed the valved trocars leaked during several vitreo-retinal procedures. The procedures were completed with no harm to the patients. The product samples are not being returned. No additional information is expected. This is for two of four reports of this event.

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review was conducted and the product was related in accordance to all product acceptance criteria. A complaint history examination indicated that this was the thirty-ninth complaint received and the thirty-ninth for leaking against the trocar lots. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint was attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Event description:
A customer reported that the ophthalmic surgeon observed the valved trocars leaked during several vitreo-retinal procedures. The procedures were completed with no harm to the patients. The product samples are not being returned. No additional information is expected. This is for one of four reports of this event.